Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The events of gastric fundus gland polyps, urinary tract infection, and gastric ulcer, deemed not device related, are considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a clinical patient in the perioral area and perioral line with 1 ml of juvéderm® volite¿. The patient experienced non-device related ¿vomiting and diarrhea after meals. A week later, patient was hospitalized due to discomfort in the upper abdomen, deemed not device related. A gastroscopy performed showed gastric fundus gland polyps. Colonoscopy performed noted result is normal. Patient was treated with endoscopic polypectomy. Patient was treated simethicone emulsion, amino acid injections of alanyl glutamine, kangfuxin liquid, and epprazole sodium, rabeprazole sodium enteric-coated tablet and rebamipide tablets, and compound polyethanol electrolyte powder. Patient discharged from the hospital on unspecific date. Additionally, the patient experienced non-device related "insomnia" and "hypertension." Eighteen days later, the patient experienced non-device related "urinary tract infection" and was treated with a levofloxacin injection. A month later, the patient experienced non-device related "gastric ulcer" and was treated with ribeprazole enteric coated tablets 2 days later. That same day, the patient experienced non-device related "common cold" that resolved 12 days later. Five days later, the patient experienced non-device related "dry eye syndrome" and "conjunctivitis" that resolved 5 days later. A month later, the patient experienced non-device related "erosive gastritis." Four days later, the patient experienced non-device related "dental caries" that resolved that day. Half a month later, the patient experienced non-device related "respiratory tract infection." Four days later, the urinary tract infection resolved. Two days later, the gastric ulcer and erosive gastritis resolved. The respiratory tract infection resolved. The other events are ongoing. Additionally, the patient experienced non-device related "gastric fundus gland polyps" a day after the "epigastric discomfort." The event resolved the same day. This emdr is being submitted for the unspecified juvéderm® volite¿.

Manufacturer narrative:
Additional, corrected, and/or changed data.

Event description:
Healthcare professional (hcp) later reported the lot number captured by this report as unspecified juvéderm® volite¿ was not correct and should not have been reported for this complaint. No complaint.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1 (emdr-57669). Aware date should have been listed as 06-nov-2024.

Event description:
Healthcare professional (hcp) later reported the lot number captured by this report as unspecified juvéderm® volite¿ was not correct and should not have been reported for this complaint. No complaint.